Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via email that the insulin pump had hardware low level failures. The customer¿s blood glucose level was 361.8 mg/dl. Troubleshoot was performed for hardware low level failures and the customer was advised to perform self-test and test did not pass. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan per hcp instructions. The insulin pump will be returned for analysis.